Event description:
It was reported that noise was evident on the right ventricular channel. An x-ray showed normal lead position and all measurements were normal. The noise was reproduced during a follow up with bigger noise deflections seen during atrial threshold testing. A review of the case was requested. A review by technical services (ts) noted that there was observed oversensing on the right ventricular channel. Ts noted that due to inappropriate sensing there is a risk of pace inhibition. In addition, ts noted multiple signals of different amplitudes and morphologies, possibly related to external/mechanical noise. Further review was suggested to determine the root case of the reported observations. Additional information noted that the sensitivity was reprogrammed and no noise was seen. The lead remains implanted and the patient will be followed up at a later date. No adverse patient effects were reported.